Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the down button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 28-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 22-mar-2018 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, the down arrow button was intermittently unresponsive. The keypad was removed and the down arrow button contact was found to be damaged. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the display was dim with discolored text.